Manufacturer narrative:
Additional information : the lot was manufactured from june 21, 2019 - june 25, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. The device had been filled with 8000mg flucloxacillin diluted in 230ml 0.9% sodium chloride (nacl) solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.